Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7mm x 4cm x 135 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure when the physician attempted to inflated it to perform plain old balloon angioplasty (poba) inside the unknown stent to make the post dilation at the left iliac artery. The device was replaced with another unknown balloon catheter and the procedure was completed. There was no reported patient injury. The lesions were both of the iliac arteries. A brachial approach was made. The powerflex pro was used as a post dilation after an unknown stent was implanted. The device will not to be returned for evaluation because it was discarded due to suspicious infectious disease.

Manufacturer narrative:
As reported, the 7mm x 4cm x 135 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. The physician attempted to inflated it to perform plain old balloon angioplasty (poba) inside the unknown stent for post dilation of the left iliac artery. There was no reported patient injury. The lesions were both iliac arteries and a brachial approach was made. The device was replaced with another unknown balloon catheter and the procedure was completed. The powerflex pro was used as a post dilation after an unknown stent was implanted. The product was not returned for analysis as it was discarded due to suspicious infectious disease. A product history record (phr) review of lot 82167151 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The vessel containing an implanted stent may have contributed to the reported event. Damage to balloon material may occur when attempting to cross a lesion with a stent already implanted. The stent struts may easily damage balloon material if caution is not met when attempting to cross. It is likely this was a contributing factor to the event reported; however, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and reported event. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 7mm x 4cm x 135 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure when the physician attempted to inflated it to perform plain old balloon angioplasty (poba) inside the unknown stent to make the post dilation at the left iliac artery. The device was replaced with another unknown balloon catheter and the procedure was completed. There was no reported patient injury. The lesions were both of the iliac arteries. A brachial approach was made. The powerflex pro was used as a post dilation after an unknown stent was implanted. The device will not to be returned for evaluation because it was discarded due to suspicious infectious disease.